Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with insulin. Reportedly, the cartridge was filled with approximately 300 units of insulin. Additionally, the customer did not remove the air from the cartridge. The customer's blood glucose level was 130 mg/dl. During the call with tandem technical support, the customer loaded a new cartridge successfully and resumed insulin delivery.